Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - vantage ide study, patient site ID: (B)(6) , (B)(6) , (B)(6) , (B)(6) , (B)(6) and (B)(6). It was reported that on (B)(6) 2022, a 27mm portico ng valve (sn (B)(4) was selected for implantation. It was noted that the patient had a horizontal aorta, making it difficult to center the delivery system. During the procedure, the valve was partially resheathed two times to achieve optimal position. After fully deploying the valve, the device embolized into the ascending aorta, blocking the coronary artery. The valve was snared and moved higher into the ascending aorta. Imaging showed moderate paravalvular leak (pvl) and a gradient of 6.4. In order to obtain a better result, a 25mm balloon post-dilatation was performed. Imaging still showed moderate pvl and the valve in the same position. Another 27mm portico ng valve (sn (B)(4) was then selected for implantation. The second valve was successfully implanted into the annulus. Imaging of the second valve showed mild pvl. After 20 minutes, the patients' blood pressure dropped down, and imaging showed that the patient had a pericardial effusion. The patient was administered a blood transfusion and pericardiocentesis was performed. The patients hemodynamics soon returned to normal and is doing well. The physician believes that the pericardial effusion was due to a pacemaker lead. On (B)(6) 2022, the patient experienced left bundle branch block. No treatment was performed. The patient is reported to be discharged.

Manufacturer narrative:
An event of left bundle branch block, pericardial effusion, paravalvular leak, and permanent pacemaker implantation were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
On (B)(6) 2022, it was reported that the patient experienced bradycardia episodes, and had a permanent pacemaker implanted.